Manufacturer narrative:
Note: unit was previously associated with 2010 cev recall where customer acknowledged by the customer (see attached recall acknowledgement). Upon return for evaluation it was noted that device age was 13+ years, which exceeds stated device life of 3 years. It was determined that the capacitor which is a component of the power supply seems to have failed. This aligns with user facility statement that smoke was observed upon powering on as this component is only in use at time of power on.

Event description:
Complaint was received on (B)(6) 2024 stating that the unit caught on fire. User facility suspected damaged circuit board. Note: unit was previously associated with 2010 cev recall where customer acknowledged by the customer. Per customer: about how long was the device running for the incident occurred? The incident occurred immediately upon the device being turned on. Was the device running on battery or ac power when the incident occurred the device was on a/c power. What procedure was the device being used for when the incident occurred? Connection to primafit catheter. Are you aware when the last pm was performed on the device? (B)(6). Did this incident cause a delay in treatment no. Was medical intervention required to prevent permanent impairment? No. Did this incident result in any death, illness, or serious injury? No.